Manufacturer narrative:
The surgical issue questionnaire was reviewed for potential causes of the reported issue. Based on this review, the questionnaire was completed with limited information. However, patient non-compliance was identified as the patient touched their incision. Per 05-20200, freedom pns neurostimulator instructions for use rev. 7, "do not touch the wound or push, pull, or twist the implanted neurostimulator." Additionally, the patient bumped their leg on their bed. A curonix representative conducted a review of sterilization and packaging records for the respective product lot; curonix has confirmed that the product was delivered sterile, validated sterilization parameters were used, and sterile barriers were verified to be intact following packaging. The stimulator is used to treat pain. The cause of the reported issue is due to patient non-compliance (touching or picking at wound) as the patient touched the incision site (user error- patient). Rates reviewed at the most recent complaint trending meeting do not indicate a significant increase in surgical issues. Surgical issue rates remain acceptably low; thus, a CAPA is not required at this time. Surgical issue rates will continue to be tracked and trended.

Event description:
The patient reported redness at the incision site. Although an infection was not confirmed, antibiotics were prescribed. At the follow-up appointment on (B)(6) 2025, the incision site remained red, and an additional round of antibiotics were prescribed. Additional information was received on april 22, 2025, after a follow-up appointment. The incision looked better, and the patient was still taking antibiotics. Additionally, the incision will be monitored closely, the patient will have follow-up in three weeks, and they will start using the system. No additional information is available.